Event description:
When removing tight needle cap came loose and patient accidently stuck a finger (no medical attention was necessary and finger did not become infected). Patient also stated 50% of caps are very tight and difficult to remove.